Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approxiamtely on (B)(6) 2025, the patient stated the cgm was approximately 100 mg/dl and she did not feel good. She went to the kitchen and drank a soda. Within a few seconds, she started convulsing and fell down. During the fall, she sustained a knee injury and a cut that had already healed. The patient was alone during the incident and stated after treatment, she started to feel fine and drank another soda after recovering. She then checked a finger stick reading but did not remember the value on the meter or the cgm. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.